Event description:
One false positive antibodies to hepatitis b surface antigen (anti-hbs, ahbs) test result for one patient sample was obtained from an advia centaur xpt immunoassay system. The initial test result was released to the physician(s). The same sample was repeated on the same advia centaur xpt immunoassay system at a later date. One negative test result was obtained and reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that one false positive antibodies to hepatitis b surface antigen (anti-hbs, ahbs) test result for one patient sample was obtained from an advia centaur xpt immunoassay system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse found a leak at the wash manifold. The cse repaired the injector #1 and injector #2 of the wash manifold and checked the wash sequence. The cse also replaced the acid pump and the acid fluids cable assembly. The cse ran calibration and quality control materials (qc) with acceptable results. The cause of the discordant patient sample test result is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Mdrs 2432235-2022-00109, 2432235-2022-00109_s1, 2432235-2022-00147, 2432235-2022-00149, 2432235-2022-00150 and 2432235-2022-00151 were filed for the same event.